Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft broke. During a successful percutaneous coronary intervention (pci) procedure, of an unknown vessel. The physician selected a guidezilla¿ extension catheter for use. Upon removal from the guide catheter, the guidezilla split in half at the transition from the guide and hypotube. No patient complications were reported and the patient status was fine.